Event description:
Customer complained of the following discrepant results for two pts: (B)(6) 2010, inratio: 2.4, lab: 1.4; (B)(6) 2010, >7.5, 8.1. Customer is milking finger and not using the first drop of blood.

Manufacturer narrative:
Investigation pending.